Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and turbid drainage. The cause of the peritonitis was not reported. One day after the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified treatment for the event. At the time of the report, the patient was recovering from the event. Action with physioneal and extraneal therapy was not reported. No additional information is available.